Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to high blood glucose level and blood glucose value was unknown. The customer's high blood glucose level was treated with manual injection. The customer reported that the auto mode feature was not active and did not adjust insulin at the time of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on unknown date with unknown blood glucose level. The customer decline to troubleshooting for high blood glucose and hospitalization. The devices will not be returned for analysis.